Manufacturer narrative:
Method: device history review; complaint history review; risk assesment. Result: the customer reported event was confirmed via correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. There was a lack of anchor fully seated confirmation like tactile feedback as mentioned in the surgical technique; the activity of patient after surgery introduced too much instantaneous force so that the loose anchor completely back out of the channel and floated in the tissue, as mentioned in the risk file. Conclusion: the most likely cause of the reported event was determined to user related.

Event description:
It was reported that; during the case, the surgeon questioned whether the anchors were seated. The patient had extraordinarily hard bone. The cranal caspar pin actually sheared during removal. The anchor appeared to be very close to sheared caspar pin. The next day the anchor was completely floating. Surgeon removed the floating anchor and placed an plate over top. He attempted to use an awl to pilot the screw. This would not work. He then tried a drill on hand and then using power. Neither of these would work. He then used a midas to pilot the holes. He destroyed a drill bit. Finally he was able to get a screw started with the second bit.

Event description:
It was reported that; during the case the surgeon questioned whether the anchors were seated. The patient had extraordinarily hard bone. The cranal caspar pin actually sheared during removal. The anchor appeared to be very close to sheared caspar pin. The next day the anchor was completely floating. Surgeon removed the floating anchor and placed an plate over top. He attempted to use an awl to pilot the screw. This would not work. He then tried a drill on hand and then using power. Neither of these would work. He then used a midas to pilot the holes. He destroyed a drill bit. Finally he was able to get a screw started with the second bit.